Event description:
Event description cpi received information that this implantable pulse generator (ipg) was explanted because it did not 'function' after three external shocks. Cpi physician's manual #354335-004a, page 17, states: defibrillation related alterations in the pacemaker system may include, but are not limited to, a lack of output, a loss of sensing, a change in pacing parameters, or inappropriate sensor response.